Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device event log noted a downstream occlusion alarm was recorded. Functional testing included use and pressure testing. The pump was powered on and a downstream occlusion error message occurred when no pressure was present. It was found that the downstream occlusion sensor was faulty. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a downstream occlusion alarm during infusion. No adverse effects were reported.